Manufacturer narrative:
The customer reported air in line and flow rate issues while infusing lipids on material 2420-0007, lot 24036288. The customer also reported kinks and could not prime on two sets on the same material 2420-0007, but different lot 24045478. Upon initial visual examination, the two sets reported to have kinks were confirmed, and the two sets to have air in line were not confirmed. The kinked samples were both infused with water by gravity, and the kinks were able to be massaged out and flow achieved. The air in line lipid filter was infused and had no issues. The 2420-0007 bd set was attached to a competitor filter extension set, and this is the probable cause of the leakage. We cannot comment or investigate on competitor product. There was a fourth sample returned along with the lipid tubing, this one was infusing blood, and was also tested for kinks, air in line, and flow rate issues. The set did not have any kinks. The set could not verify or confirm any of the issues as the long-term dried blood within the tubing could not be broken up and no flow was achieved. The occlusion was unable to be confirmed from a problem with the tubing, or the dried blood within the set. The root cause for both the air in line and the kinked tubing is unknown. A member of our clinical team has reached out to help with the issues. Device history record review for model 2420-0007 lot number 24036288 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 25mar2024. Device history record review for model 2420-0007 lot number 24045478 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 23apr2024.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaints of air in line, and also tubing kinked and could not prime could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 24036288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. Device history record review for model 2420-0007 lot number 24045478 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris pump module smartsite infusion set had air bubbles the following information was received by the initial reporter with the following verbatim: it was reported by customer that three tubing issues to report that occurred while I was out as follows: 1. 6/20/24 cat# 2420-0007 with lot# 24036288. The tubing bubbled while lipids were infusing and flow rate was affected. I do have the product available to return for qc.